Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor detached due to exposure to moisture. She further reported due to this she was unable to receive a reading when she was ¿not feeling well¿ so she self-presented to an emergency room. At the hospital, a reading ¿over 600 mg/dl¿ was received on their device. Customer was diagnosed with a urinary tract infection and was treated with an unspecified antibiotic and ¿2-3 bags¿ of an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor detached due to exposure to moisture. She further reported due to this she was unable to receive a reading when she was ¿not feeling well¿ so she self-presented to an emergency room. At the hospital, a reading ¿over 600 mg/dl¿ was received on their device. Customer was diagnosed with a urinary tract infection and was treated with an unspecified antibiotic and ¿2-3 bags¿ of an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.